Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ping meter read inaccurately high compared to her feelings/ normal blood glucose results. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012. The patient reported obtaining a blood glucose result of '463 mg/dl' with the subject meter. The patient manages her diabetes with insulin through pump therapy. Based on the alleged result, the patient reportedly administered self an increased dose of insulin (amount not specified). An hour after the start of the alleged issue, the patient claims she felt a symptom of shaky. The patient treated herself with food and glucose tablets. The patient reportedly obtained a blood glucose result of '70 mg/dl' with another device. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. A control solution was performed which tested within specifications. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4)-device evaluation: the retain test strips were tested and they passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4), 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.